Event description:
Note: this report pertains to one of five devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01989, 3005099803-2014-01990, 3005099803-2014-01991, 3005099803-2014-01993 and 3005099803-2014-01994 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(6) 2014. According to the complainant, it was noted outside the patient, that five jagwire guidewires were attempted to be used and the distal tip of the guidewire detached exposing the tip of the metal corewire. The procedure was completed with a sixth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewire distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the pebax section was damaged, exposing the tip of the metal corewire. Presence of adhesive remnants was not found. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. The complaint is consistent with the return that the pebax section detached exposing the tip of the core wire. Based on all gathered information the investigation fails to determine a definite root cause.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01989, 3005099803-2014-01990, 3005099803-2014-01991, 3005099803-2014-01993 and 3005099803-2014-01994 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(6) 2014. According to the complainant, it was noted outside the patient, that five jagwire guidewires were attempted to be used and the distal tip of the guidewire detached exposing the tip of the metal corewire. The procedure was completed with a sixth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.